Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (united kingdom) the patient lost stimulation after suffering a fall several months prior. Lead diagnostics showed high impedances on all contacts. The patient underwent surgical intervention where the physician decided to replace the lead with two new leads. The patient is now receiving effective stimulation.